Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pain") in a 47 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, salphingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure (ess205) administration. The reporter commented: trailing coils- successful placement of four coils on the right fallopian tube was performed and there were two coils in the endometrial lining. Then, successful placement of three coils on the left side was performed with four coils in the endometrium. The most recent follow-up information incorporated above includes data received on: 17-aug-2022: medical record received: rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included umbilical hernia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, salphingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure (ess205). The reporter commented: trailing coils- successful placement of four coils on the right fallopian tube was performed and there were two coils in the endometrial lining. Then, successful placement of three coils on the left side was performed with four coils in the endometrium. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a 47-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, salphingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, endometriosis, menorrhagia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 12-oct-2020: pif received: event medical device removal was updated to event pelvic pain female. Patient's date of birth added. Reporter added. Event menorrhagia, adenomyosis, endometriosis were added. Essure removal surgery updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total laparoscopic hysterectomy') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years after insertion of essure (ess205). The patient was treated with surgery (total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.